Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet, which has the potential to cause patient injury or require intervention to prevent injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. More than five attempts were made to grasp the leaflets before the clip was positioned; however, the clip was implanted and the mr was reduced to 1 with no reported adverse patient effects or clinically significant delay in the procedure. During scheduled follow-up the same day prior to discharge, it was noted that the clip detached from the posterior leaflet and remained attached to the anterior leaflet. No treatment was performed and no future treatment is planned. The patient was discharged as scheduled. There was no additional information provided.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. Therefore, the analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the lot history record revealed no non-conformances for the lot that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Potential causes for failure to adhere or bond to the leaflets and single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets and the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, a definitive cause for the reported difficulty grasping the leaflets and the single leaflet device attachment cannot be determined. As part of the mitraclip manufacturing process, all devices are subject to 100% visual and functional inspection to verify product quality. Based on the information reviewed, there is no indication of a product deficiency.